Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during clinical use that, the cardiosave intra aortic balloon pump (iabp) displayed gas loss in iab circuit alarm. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d10, e1 (initial reporter name), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected field-h6-medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluated the unit. The fse investigated the customer¿s complaint but was unable to reproduce the reported gas loss condition during testing. A review of the device logs identified 24 occurrences of ¿gas loss in iab circuit.¿ during inspection, dried blood was observed on the upper and lower panels, as well as within connectors and around the handle. A thorough internal inspection was performed, including examination of all printed circuit boards (pcbs) and the pneumatic interface module; no fluid ingress or damage was identified on any critical components. The unit was cleaned, and all internal and external surfaces were decontaminated. During final functional testing, the ECG waveform was noted to be excessively noisy. The ECG trunk cable assembly was replaced. Subsequent testing confirmed normal operation with no further issues observed. All work was completed under service order. The unit passed all factory-specified safety, calibration, and functional performance tests.

Event description:
N/a